Manufacturer narrative:
Manufacturer has been informed about report through FDA mw5084952. Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
Irn# (B)(4). Initial reporter´s narrative: when removing the needle disconnected from the hub. Initial reporter´s medsun-no.: mw5084952.